Manufacturer narrative:
(B)(4) investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a hospital power outage, the anesthesia machine did not switch to battery backup. There was no reported patient injury.